Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a highly stenosed lesion in the saphenous vein graft to obtuse marginal artery. An unspecified 3.5x15mm drug-eluting stent was deployed; however, the patient was hypotensive with bradycardia. A free-flowing dehiscence of the vein graft was noted. A 3.5x19mm graftmaster rx covered stent was deployed, but there was persistent flow. A 3.5x16mm graftmaster rx covered stent was deployed. The stents were dilated appropriately to nominal pressure. The dehiscence was noted to have been well covered and there was no more flow into the pericardial space. A stat echocardiogram was obtained and showed a related pericardial effusion adjacent to the left atrium which would be consistent with a vein graft obtuse marginal location. A subcoastal view could not identify enough fluid to access. The patient¿s blood pressure was stable and it was decided to monitor the patient in the intensive care unit. The patient is hemodynamically stable, normal electrocardiogram, and has no chest pain. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently (failure to seal)/stent graft leak. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: the pericardial effusion did not require treatment. No additional information was provided.